Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The device was programmed with basal rate and several boluses were programmed and delivered. The device was monitored for five days and no unexpected suspending of basal or bolus delivery anomalies were noted. The insulin pump was programmed with test guardian link and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display. The insulin pump had a display that was programmed properly on the display graph. No sensor communication anomalies were noted. The insulin pump had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm and a pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the block mode was off. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.